Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient went for a CT scan of the brain. Sedation was off since previous day, but the patient was not waking appropriately. The CT scan showed a lacunar infarct of the corpus callosum. On (B)(6) 2017, the patient was referred to the stroke team. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.